Manufacturer narrative:
The customer reported that the screen on the csm monitor, which was in west or e, froze while in standby mode and was stuck on the power off screen. After extensive troubleshooting, the issue was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the screen on the csm monitor, which was in west or e, froze while in standby mode and was stuck on the power off screen. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the screen on the csm monitor, which was in the west or e, froze while in standby mode and was stuck on the power off screen. After extensive troubleshooting, the issue was resolved. No patient harm was reported. Investigation summary: the device event logs were sent in for analysis. During the investigation performed on the logs by nkc, the monitor was found to be in normal and intended operating behavior with the dau when an input unit or transport monitor was docked. Admit and discharge operations would not be available until internal self-checks are performed after docking. Should the self-checks take longer than normal, the following is recommended: check the dau cable connections for looseness. Remove the input unit and reattach it to the monitor. Remove the input unit, "admit" or "discharge" with the input unit and reattach it to the monitor. If recovery still does not occur, you should suspect equipment failure. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints. The issue is most likely related to user education regarding allowing the self-checks to be completed before performing admit and discharge functions. Corrected information: corrected d4 UDI # to (B)(4).

Event description:
The customer reported that the screen on the csm monitor, which was in the west or e, froze while in standby mode and was stuck on the power off screen. No patient harm was reported.